Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a 20mm sapien 3 ultra resilia transcatheter heart valve and commander delivery system were prepped according to IFU without difficulties. During valve insertion, the delivery system folded/snapped about 1/4 of the way up the shaft, outside the 14f esheath+. The valve was determined by fluoroscopy to be within the sheath. The physician did not note any resistance during insertion that would not otherwise be encountered during insertion. The entire system was removed without difficulties. A new system was prepped and inserted. A 20mm valve was successfully deployed. The patient remained stable throughout the procedure. The hospital retained the first system for risk management. The perceived cause of the event was that the physician "choked up" too high on the system and had too long of a "throw" during insertion. Insertion should be done with shorter "throws" and hands closer to the sheath insertion point.